Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 250 mg/dl. Customer was hospitalized due to a finger infection caused by a tiny cut and hypoglycemia unawareness. Customer was hospitalized for eight days. Hospital advised customer that insulin pump was lost and could not be found. Insulin pump would be replaced.